Manufacturer narrative:
The patient fell during a transfer using the golvo mobile lift. Initially the patient¿s mental status was unchanged but deteriorated rapidly over a 2 hour period. The patient was evaluated in the emergency department and subsequently died two days later. The cause of death was cerebral hemorrhage. The customer reported that they used the lift again (on the same patient after the fall) without any issues. No malfunction was alleged. The customer has indicated that a misapplication of the sling to the slingbar is likely the cause of the fall. The golvo mobile lift 8008 instruction guide includes the following safety instructions: before lifting, always make sure that the sling¿s strap loops are correctly connected to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. The device has not been seen by a hill-rom representative. It is still in the hospital, but not accessible since it is under the police seal. No further information is available at this time. The investigation is ongoing; however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating that a patient fell during transfer with a golvo 8008 lift. The lift was located at (B)(6). The patient expired two days later. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Hill-rom has not been allowed to evaluate the device but ansm experts have evaluated the golvo 8008 mobile lift of the event with the sling and acessories. Per the ansm experts evaluation the lift had no malfunctions, the safety latches were undamaged and the lift was in overall good condition. No malfunctions were seen on sling which was also in good condition. Tests were performed on the lift and sling and the ansm experts concluded the detachment could not be explained if the instruction for use were followed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that a patient fell during transfer with a golvo 8008 lift. The lift was located at institut national des invalides. The patient expired two days later. This report was filed in our complaint handling system as complaint (B)(4).